Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Impedances were noted to have increased over the course of approximately 1 year from 1,550 ohms to greater than 2,000 ohms at the time of report. All other electrical parameters were stable and within normal limits. Provocation testing was performed and noise was not observed on the lead. It was noted that the patient is not pacemaker dependent and will present for frequent follow up. No signs of lead damage were visible on x-ray and no revision will take place as long as no further electrical issues arise with the lead. The cause of the high out of range measurements was not determined. No adverse patient effects were reported. This system remains in service.